Event description:
It was reported that prior to a device procedure, over-sensing of noise and low pacing impedance were noted on the right atrial (ra) lead via review of stored egms. Insulation anomaly was noted, and device sensing was low. The patient was brought to the electrophysiology (ep) and the ra lead was capped and replaced. There were no adverse health consequences, the patient was stable.